Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who initially stated that she ¿had the pump done 4 times¿. She then clarified that stating that she ¿stopped getting the medication like there was a kink or something 4 times¿. She stated that after the pump was initially implanted the pump ¿fell¿. She then stated that she ended up developing a staph infection and a spinal leak which led to emergency surgery in (B)(6) 2019 and then later she had another pump and catheter put back in. It was noted that the patient was unable to clarify the timeline of the events and could not differentiate which information was associated with which device.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-21. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-jan-21. It was reported that on 30 cm of the spinal segment was replaced it was connected to the existing catheter in the back. The cause of the patient's symptoms and the inability to aspirate the catheter was not determined. The explanted catheter would not be returned for analysis as the hospital threw it away. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-22. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2019-jan-22. It was reported that there was no c t or other imaging available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) indicated the patient had an infection. The hcp confirmed the entire system will be explanted. The explant date is pending at this time. The hcp will perform the explant and implant a new system once all signs of infection have cleared. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2019, UDI#: (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of dilaudid at 80 mcg/day via an implantable pump for malignant pain and spine/back. On (B)(6) 2019, it was reported that the patient had been experiencing increased pain and felt that they had not been getting therapy for the past couple of months. The patient's healthcare provider (hcp) suspected a possible catheter issue. A dye study was ordered, but the catheter could not be aspirated. A catheter revision was scheduled and performed on (B)(6) 2019. The spinal segment of the catheter was replaced, though it was unknown if it was the whole spinal segment or just a portion of the segment. The replacement catheter was seen to be patent during aspiration and therapy was restored. It was noted that the hospital was in possession of the explanted product. No environmental/external/patient factors that might have led or contributed to the issue were reported. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported/anticipated.